Event description:
It is reported that the physician was attempting to treat a severely calcified lesion in the cx artery with a 2.25 x 8 mm resolute integrity drug eluting stent. The lesion was moderately tortuous and exhibited 90% stenosis. The 2.25 x 8 mm resolute integrity was removed from packaging per IFU and inspected with no issues noted. Negative prep was performed on the device with no issues noted. The lesion was pre-dilated with a 2.0 x 6 mm sprinter legend, 2.0 x 10 mm sprinter legend, and a 2.0 x 12 mm sprinter legend. The physician then attempted to advance the 2.25 x 8 mm resolute integrity but was unable to position it correctly at the lesion. During removal of the device, difficulties were encountered, "the catheter was sucked into the vessel" and the stent became dislodged in the "proximal crx." The catheter was not damaged. The stent remained on the guidewire, and the physician was able to maneuver it to the radial artery and remove the stent from the patient using a snare device (after upsizing to a 6f system). The physician completed the procedure successfully using two resolute integrity stents, of size 2.25 x 8 and 2.25 x 12, in the "crx." It is reported that the patient suffered an mi during the procedure, due to the additional time required to recover the dislodged stent. No additional clinical sequelae were reported.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent dislodgement). Patient's condition affected effectiveness of device (severely calcified lesion, moderately tortuous with 90% stenosis). No results available since no evaluation performed (device or procedural images not returned for analysis). Evaluation conclusions: inherent risk of procedure (stent dislodgement). Device failure/lack of effectiveness related to patient condition (severely calcified lesion, moderately tortuous with 90% stenosis). Unable to confirm complaint (device or procedural images not returned for analysis). (B)(4).